Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200s (mg/dl). Customer has reviewed pump settings, insulin types, and infusion sets with their health care provider; however, bg levels are still not properly controlled. Although requested, no additional information was provided on the reported event.